Event description:
It was reported that the lead was attempted to be inserted into the device, but would not insert completely. The lead was removed, water applied for lubrication, and would still not insert. The screw was loosened on the device and the lead would still not insert. A new device was opened, the lead was inserted with ease, screw was tightened, and impedances checked within range. There were no patient symptoms/injuries related to this event.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly. A known good lead was able to be completely inserted into the connector port without difficulty. The connector port was checked with a fiber optic scope and no anomalies were observed.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.